Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2023 product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 22-mar-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient with an implantable pump containing bupivacaine and dilaudid (hydromorphone) for non-malignant pain. It was reported that the patient stated that they are having the catheter moved on (B)(6). Patient stated the healthcare provider (hcp) said the catheter was in the wrong place and the medication was targeting the wrong area. Patient stated the existing catheter will be capped off and the hcp will implant a new catheter "5 spots up". Agent tried to clarify when the issue began or identified and patient did not provide clarification. Patient stated they were not getting relief from the boluses.